Event description:
It was reported that an ilet user noted a discrepancy between a cgm g7 reading of 338 mg/dl and a concurrent fingerstick value of 278 mg/dl, and customer care provided troubleshooting by walking the user through calibration and recommending replacement of the g7 if calibration did not resolve the discrepancy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction with the ilet and focused on cgm calibration variance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.